Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the following was reported by s.k. Theatre lead ¿ ¿I have noticed there is something wrong with a batch of cdh 29 bowel anastomosis circular staple which we use for anterior resections. Problem when he deployed the gun in which prolene purse string was not cutting.¿ I discussed the event with theatre lead who advised that there was a ¿crunch¿ and that a stapled anastomosis was formed. Surgeon cut the prolene purse string suture laparoscopically. There were no patient consequences reported.